Event description:
It was reported that during an right ventricular (rv) lead extraction procedure while connecting the new rv lead to the existing pacemaker, once fully inserted into the device header, noise and high out of range impedance measurements were observed. Subsequently, the physician opted to explant and replace the pacemaker. When the new pacemaker was connected to the new rv lead, noise and out of range measurements had been resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high out of range pacing impedance measurement and noisy signals.

Event description:
It was reported that during an right ventricular (rv) lead extraction procedure while connecting the new rv lead to the existing pacemaker, once fully inserted into the device header, noise and high out of range impedance measurements were observed. Subsequently, the physician opted to explant and replace the pacemaker. When the new pacemaker was connected to the new rv lead, noise and out of range measurements had been resolved. No additional adverse patient effects were reported.